Event description:
The physicist stated that a plan was generated on (B) (6) 2008 and was imaged. A revision was then made: however, the retired plan was brought up on the 4ditc and treated on both (B) (6) 2008 and (B) (6) 2008. He noticed that these treatments were not saved back into history so went in to do a manual treatment and that is when he noticed that the retired plan had been treated twice (after it had been retired). There was no misadministration to the pt as the only difference between the retired and revised plan was a setup field.

Manufacturer narrative:
The investigation confirmed the customer's allegation. A sequence of actions can lead to the possibility of multiple treatments of a retired prescription: user performs only the image portion of a treatment, then retires the plan in favor of an edited plan. User fails to approve the new plan for treatment. User calls up pt for treatment and receives message "one or more plans are unapproved/planning approved for this pt. Only the treatment approved plans will be loaded for treatment" and loads the retired plan (by design - since this plan has a partially treated fraction, completing that fraction is allowed by the system). User treats the retired plan. Due to a malfunction where the plan is not available for dose accumulation, the system fails to save the treatment record at the end of the treatment, and presents two error messages to the user; "warning: save of session data and/or treatment record failed", followed by "session save failed: session data and/or treatment records will not be stored ... And will need to be imported from the dicom backup location later" - this message must be signed by an authorized user. User fails to import the treatment record prior to the next treatment session, and, since the retired plan is still partially treated, repeats steps 3 to 5. Although no injury was reported in this case, the change to the plan could be a shift in position or field shape, potentially leading to a serious injury. Varian has issued a customer technical bulletin to discuss issues around retired plans and will refer the malfunction here to the CAPA system. No further report is anticipated.